Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, upon reloading the device the metal sheath from the cartridge was stuck in the stapler. A like device was used to complete the procedure. There was no reported patient consequence.